Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot# va0cvdm, and product type: lead. Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0cvdm, ubd: 01-oct-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient has a stimulator for bladder installed about 10 years ago and it never worked. Patient said they were told it would be redone at patient's (or insurance) expense. Patient didn't think it was fair for them to pay as it was still in their butt and not working. Additional information was received from the patient on 2023-feb-03. They reported that the therapy never worked/helped with symptom control since date of implant, still dripping. Patient said that did have a couple of reprogramming sessions with the doctor about a couple months after the implant, however, when that didn't result in better symptom control, the local manufacturer representative (patient said doesn't recall their name) was invited. Patient said had a couple of programming sessions with the representative and then after rep checked system the patient said that the representative asked if the patient had any falls, then said that the wires are broken and will need a revision. Patient said they told the representative and hcp that hasn't had any falls and didn't think it was right that insurance pay for replacement so decided not to have the replacement. Patient is concerned that something occurred during the implant and is going to ask their doctor regarding their level of experience with the implant both now and when patient's system was implanted. Patient services also reviewed rep's role. Patient needs MRI of their back however said that can't have one due to this implant. Patient said that has always had a big lump since the implant and wondering if that could be contributing to back issues, patient said did see his managing hcp about this and said that hcp said that the implant wasn't a factor in patient's back pain. Patient said would like to have the system removed however doesn't think that their insurance or patient pay for it. Patient said that recently patient responded to some advertising from manufacturer in facebook (2023-02-01) and patient said that they mentioned therapy issues and was redirected to contact patient services. Patient said that might consult with a lawyer regarding this situation. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included that prior to implant had surgery to remove prostrate and that is when urinary problems started and why received the implant.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va0cvdm and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they have contacted their doctor about the issue. When asked to clarify the statement the stimulator never worked the patient explained that a manufacturer representative said the wires were broken. The rep asked patient if they fell down, they did not the device never worked. The issue was not caused by normal battery depletion. When asked the cause the patient reported the cause was due to poor installation. The steps that were taken to resolve the issue included the rep and the doctor said they patient could just leave the device in place or since the patient has good insurance they can get the device removed. The patient would like the device removed as they need an MRI. The issue has not yet resolved. When asked the cause of the broken wires, the patient stated poor installation. The issue is not yet resolved.